Event description:
It was reported that a radix anker post separated. Outcome of the event is not known as of this report.

Manufacturer narrative:
While there is no indication that patient injury occurred, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. Further information pertaining to outcome of this event will be reported if it becomes available.